Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with (B)(6) bluetooth device: passed. Share log review showed no transmitter error found in the log on within the investigation window. Perform bin file review: pass, transmitter was used on (B)(6) 17 only. The complaint conformation is undetermined because of the reported allegation was not found during investigation. The reported event of a failed transmitter error was not determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was received for evaluation but does not reflect the alleged device or issue. The reported transmitter failed error could not be confirmed. A root cause could not be determined.